Event description:
The patient reported their transmitter assembly gets hot and caused a burning sensation to the skin. However, the overheating did not cause tissue damage or require medical intervention.

Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. The patient wearing the device directly on the skin has been ruled out as a potential root cause. Potential causes of the transmitter overheating are blown power amplifier, continuous stimulation, charger/cable short, misuse of the cable (forced entry of the usb charger cord into the transmitter), pcb short, battery short, battery excessive current (into or out of battery), thermal cutoff not working (70 deg c), and supplier manufacturing issue. The transmitter assembly associated with the complaint was requested for investigation. However, it has not yet been received. The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined, and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in product not returned rates. Product not returned rates remain acceptably low; thus, CAPA is not required. Product not returned rates will continue to be tracked and trended.